Event description:
New information received states that the stimulation adjustment was unable to be performed. Patient had bradykinesia. Post replacement procedure patient no longer had bradykinesia and was stable.

Manufacturer narrative:
The report of invalid impedance was confirmed. Analysis of the returned lead adapter identified a kink on the outer tubing approximately 26.0cm (measuring from the terminal end) where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead adapter was subjected to while still in vivo. The report stated that the patient experienced a fall (tumbled on the ground) this would be consistent with the fractures that were observed.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, patient stated falling down. Upon interrogation, impedance issue was observed, and a conductor fracture was suspected as a result. The device was explanted, and a new device was implanted a result to resolve the issue. Normal impedance values were observed post procedure. During the procedure the implantable pulse generator was replaced due to normal battery depletion as well. Upon review of the of the generator logs it was observed that there was no stimulation for an hour on (B)(6) 2018 and (B)(6) 2018 with the old generator. There were no complications during the procedure. Patient was stable.